Event description:
Pt had aortic valve implanted 4/23/93. Progressed well until approx 6-12 months prior to explant (5/1/96). Heart cath (4/30/96) - revealed aortic regurgitation and aortic stenosis. At time of surgery (5/1/96) it was noted - "a very large paravalvular leak between the non coronary cusp and the roof of the left atrium by the left coronary artery ostia." There was severe fibrosis and pannus around this area and around the entire annulus. The sutures in the old valve were without pledgets. Pt underwent sternal revision due to keloid formation (7/23/96). No problems noted with valve. Safety office made aware of this above a week after the sternal revision. Pt had two different cv surgeons for the two procedures.